Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip separation occurred. During an embolization procedure of the gastroduodenal artery (gda), the physician entered the hepatic artery and was torquing with a direxion fathom-16 system microcatheter kit. The physician realized he needed a different microcatheter, so while he was removing the direxion, he realized the guidewire separated and 7cm of it remained in the artery. A renegade hi-flo microcatheter was used to successfully retrieve the fractured tip of the fathom guidewire. The procedure was completed with a different device. There were no patient complications and the patient's condition was fine.